Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 300 mg/dl. Customer has treated. Customer stated that the insulin pump is not delivering insulin. During troubleshooting, the manual prime is correct. The programming is correct. The displacement test passed. Nothing further reported.